Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer went swimming with the pump on. Subsequently, the pump shut down and became unresponsive. There was no reported impact to the customer's blood glucose level. It was indicated that insulin pens would be used for diabetes management.